Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple overnight notifications with insulin delivery paused, an occlusion alarm prior to bedtime, persistent alert code 38 for consecutive stalled motor after a site change, and required a device restart with continued alerts, leading the user to disconnect and administer a backup long-acting insulin injection. Symptoms included hyperglycemia up to 600 mg/dl for approximately five hours and thirst without ketones, medical intervention, or hospitalization. Outcomes included the need for corrective therapy and device replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.